Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep  was in the operating room with the patient for an implant of ins. Rep states they initially connected to the ins and then upon reconnecting, the clinician programming app displayed a message stating "unexpected device error" with a white screen and a "blue thing at the top". Rep states they tried two different tablets, two communicators and two inss with the same message. Technical services (tss) advised trying to connect outside of the or. Rep stated they then were able to connect with everything around the ins "shut off".